Event description:
The facility reported a fail code 570/low battery alarm. Information was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were no available regarding additional contact information. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary: the reported condition of fail code 570 was confirmed. Typically, this failure is related to depleted batteries. A corrective and preventative action has been initiated (mdq-CAPA-132).